Event description:
It was reported that during a da vinci prostatectomy procedure, a burn hole was noticed on the tip cover accessory of the monopolar curved scissors instrument while attempting to cauterize tissue. Upon removing the instrument, the site noticed the patient's iliac vein had been damaged. The iliac vein was repaired using a suture and the tip cover was replaced with a tip cover accessory of the same type to complete the procedure. No additional patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00404.

Manufacturer narrative:
The instrument tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover has roughly a .025" diameter hole burned through the silicone. The hole is located roughly .200" above the plastic sleeve to silicone interface. Examination of the hole under magnification shows localized melting of the silicone, suggesting heat/electrical energy caused the hole. There is a tear adjacent to the center of the hole that may have been caused by inadvertent contact from another instrument. Engineering concluded that this tear may have created a path for arcing if it became filled with body fluids and cautery was activated. There is also a small tear at the distal tip of the silicone, very near one of the parting lines. No other damage found.